Manufacturer narrative:
Review of the device history records indicate that all devices in the lot were manufactured and accepted into final stock with no reported discrepancies. Lot ID. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "loose implants right total knee arthroplasty".